Manufacturer narrative:
Devices are pending engineering evaluation and review of the device history record.

Event description:
Revision of equinoxe shoulder components due to reports of pain. Surgeon noted that the humeral liner was not sufficiently secured to the adapter tray and the resulting polyethylene wear is believed to have caused the stem to become loose and for the tissue to have a reaction.